Event description:
It was reported that the customer's insulin pump bolus amounts would increase without user input. Customer's mother stated they removed and reinserted the batteries from the device, but it did not resolve the issue. Customer's blood glucose level was 104 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded up and down button keypad traces. No unexpected number ramping anomaly was noted during testing. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.